Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal end/electrodes of the lead were bent and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the curve was not present when the physician tried to place the right atrial (ra) lead. It was also reported that the physician was unable to slit the delivery catheter and had to cut it away from the left ventricular (lv) lead. The ra lead was attempted but not used and was successfully replaced. The catheter was discarded. No patient complications have been reported as a result of this event.